Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoprosthesis: improper component placement; a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis. It was reported that there was partial unintentional coverage of the brachiocephalic artery by the device. A stent was implanted in the brachiocephalic artery. The patient tolerated the procedure.